Manufacturer narrative:
The pump was received with high idle current due to a faulty component on the interface board. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that new batteries don't last longer than a day in the insulin pump. The patient's blood glucose at the time of incident was 400 mg/dl. A replacement battery cap was sent to the customer but that did not resolve the issue. The insulin pump was returned for analysis and a replacement device was shipped to the customer.